Event description:
It was reported that the stopper of fifty bd vacutainer® sst¿ blood collection tubes had cracks on top of stopper. It was also reported that fifty bd vacutainer® sst¿ blood collection tubes were underfilling. The following information was provided by the initial reporter: ¿ visual observation of imperfections in rubber portion of stopper. Phlebotomist had a short draw, then noticed that some of the tubes had small imperfections or cracks in the top of the rubber portion of the stopper. Various samples of this lot number were pulled. ¿

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damaged stopper with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damaged stopper with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and draw volume was not observed. Root cause description: based on the investigation, a root cause could not be determined for the draw volume as it was not confirmed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue for the damaged stopper. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper of fifty bd vacutainer® sst¿ blood collection tubes had cracks on top of stopper. It was also reported that fifty bd vacutainer® sst¿ blood collection tubes were underfilling. The following information was provided by the initial reporter: ¿visual observation of imperfections in rubber portion of stopper. Phlebotomist had a short draw, then noticed that some of the tubes had small imperfections or cracks in the top of the rubber portion of the stopper. Various samples of this lot number were pulled.¿